Event description:
Dexcom g7 receiver recall. Model #: mt26403-0. Sn#: (B)(6). Dexcom refuses to replace receiver under recall. They said since it is working continue to use it because it worked in the past. My model and serial number is affected by the recall. Dexcom is refusing to replace because it has worked in the past. Date and time of call is (B)(6) 2025, call was around 4pm central time. Employee name: (B)(4). Even though it has worked in the past when my glucose numbers were low dexcom can't assure it will work. On the phone which is a recorded conversation will not take liability if something else happens to me.